Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Write to locked ram por (power on reset), address=10cd, data=59 on (B)(6) 2010 02:12:51. 1 - patient alert for por on (B)(6) 2010 02:12:51.

Event description:
It was reported that the device experienced an electrical reset. The device remains in use. No patient complications have been reported as a result of this event.